Manufacturer narrative:
The customer¿s experience of infusing on the wrong channel was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) (unit a) was programmed to infuse heparin 25000unit in 250ml (drugid 188) at a rate of 10ml/hr at 2:10 pm on 12 july 2019 and ran until 6:50 pm when the device was channeled off. The pcu event log shows pump module s/n (B)(4) (unit b) was programmed to infuse ferric na gluconate (drugid 166) at a rate of 50ml/hr. The infusion ran until 6:50 pm when the device was channeled off. The volume recorded as being infused during this period was 52.629ml. When the devices were reprogrammed (at 6:51 pm) after being channeled off at 6:50 pm, the user programmed each device with the other medication. Pump module s/n (B)(4) (unit b) was now programmed to infuse heparin 25000unit in 250ml (drugid 188) at a rate of 10ml/hr. The infusion ran until 7:54 pm when the user channeled the device off. The volume recorded as being infused during this period was 9.991ml. Pump module s/n (B)(4) was now programmed to infuse ferric na gluconate (drugid 166) at a rate of 50ml/hr. The infusion ran until 7:55 pm when the device was channeled off. The volume recorded as being infused during this period was 52.675ml. The root cause of the customer¿s report of infusing on the wrong channel was due to user error. No device was returned for investigation. No devices received, log review only

Event description:
It was reported that the patient was transferred from the medical ICU (micu) to (B)(6) on july 12, 2019 via (B)(6) ambulance transport services at 1837 for a coronary arterial bypass graft (CABG) workup. At the time of pickup, the patient had a scheduled primary infusion of ferric na gluconate 250mg/ns 100ml infusing at a rate of 50ml/hour for a duration of 2 hours, as well as, a continuous primary infusion of heparin 2500units/d5w 250ml. At 1900, the patient was picked up by the (B)(6) ambulance transport service and per the patients¿ medical record, the heparin was infusing at 10ml/hour (1000units/hr), as ordered by the md and per the facility's heparin protocol. The alaris infusion pump was sent with (B)(6) with the (B)(6) staff assuring that they would return the pump once the patient was taken to (B)(6). The pump was not returned on 7/12 as planned and (B)(6) was called on 7/15 to request the return of the alaris pump. On monday, (B)(6) 2019, the (B)(6) nursing director called the micu to report that the patient arrived to (B)(6) with the heparin infusing in the channel labeled ferric gluconate. Subsequently, the heparin bag was infusing at 50ml/hour upon arrival. Reportedly, the nursing staff at (B)(6) stopped the infusion of heparin and drew a ptt on the patient. As far as (B)(6) could tell, the patient did not suffer any adverse effects or decline in health status due to the error. The facility called (B)(6) to discuss the reported event, in which they were told by (B)(6) that there was no documentation reading any medications infusing during transport.